Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their transesophageal echocardiogram (tee) follow up imaging procedure. The tee imaging showed that there was a device related thrombus present on the closure device. The patient was prescribed adiro. No patient complications occurred as a result of this event.